Event description:
The dealer states that the unit has no alarms, even at power up.

Manufacturer narrative:
(B)(4) 2015 - should additional information become available, a supplemental record will be filed.